Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device confirmed the reported event. The investigation attributed the root cause to unintended user error. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary evaluation of the returned device finds the trial is cracked, and scratched/nicked. The crack was located the color coded indicator and damage to the medial aspect of the trial flange was found which is consistent with saw blades coming in contact with the device. The overall condition of the device indicates moderate usage. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the femoral trial was cracked across the anterior flange when going to trial the femoral component. The femoral component remained in one piece. It was not in two pieces. All parts were retrieved and no one indicated a problem with the components. Surgery was not delayed.